Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the pacemaker (pm) needed a cyber security upgrade. During the upgrade, connection was lost and the pacemaker went into backup mode. Programming changes were performed to resolve the issue. There were no patient consequences.